Event description:
The wire within the versacross laac access kit was deemed defective. The wire was removed and replaced with a new kit with no harm to the patient. Manufacturer response for wire within the versacross laac access kit, wire within the versacross laac access kit (per site reporter). Mfg notified by site.